Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 44 mg/dl and a seizure. Subsequently, the customer¿s tongue was bit and the customer¿s tongue turned purple. Reportedly, the basal iq feature was turned off, therefore, insulin was not suspended as the customer expected. Customer consumed carbohydrates to address bg level. Recommendation was made to discuss diabetes management with a healthcare professional.